Event description:
Customer reported via phone call that the insulin pump is exposed to fluid. The blood glucose reading is unknown. Customer also states that there is a keypad anomaly.

Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners. Unable to verify button/keypad response and displacement test due to blank display anomaly.